Event description:
Pt for insertion of port. During use of cautery, which was set at 40, a flame ignited on the sterile blue towel draping the pt. Flame was smothered and pt was immediately doused with 0.9% ns by surgeon. The cautery pencil and tip for the pencil were changed immediately. Pt suffered a burn 1cm by 1cm on right side of chest. Pt remained stable during event.